Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine and bupivacaine, dose and concentrations not reported via an implantable pump. The indications for use were colorectal and malignant pain. Per the reporter there was a pocket fill in 2013 due to human error and the patient was overdosed. No further patient complications were reported.